Manufacturer narrative:
The initial report submitted alleged that the seal of the sterile pack was not present. Upon receipt of additional information, the account confirmed that the seal of the sterile pack was completely intact and only the inner bag containing the sheath was missing a seal. There was no breach of sterility or concern for sterility of the devices inside the device packaging.

Event description:
The account alleges that an inner clear plastic pouch containing the sheat was not sealed. The outer packaging, sterile packaging, was intact and completely sealed. There is no concern related to the sterility of the contents of the device. Found at preparation, no patient interaction.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is a weak seal because the equipment was not at the heat temperature required to achieve a uniform seal. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. The defect was identified during preparations for a medical procedure. No patient interaction or injury to report.